Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Four of the loading units were received with a full complement of staples and the interlock was engaged. The fifth loading unit was received with a full complement of staples and the interlock was set. There was no damage noted to the knife blade of all five loading units. The first four loading units were reset and loaded into a test unit. The instrument and all four single use loading unit (sulus) were applied to the appropriate test media with acceptable results. The fifth loading unit was loaded into a test unit. The instrument and the sulu was applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open gastrectomy, five reloads were unable to be fired. The black pusher thumb piece could not be moved at all. Another device was used to complete the case. There was no patient injury.